Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was cassette error and unable to load any cassette¿ was confirmed through occlusion test. The probable cause was unknown. Further investigation found the upstream occlusion (uso) sensor was inoperable. The downstream occlusion (dso) seal, dso sensor, and uso sensor were replaced. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there was cassette error and unable to load any cassette¿; during device evaluation it was found the upstream occlusion sensor was inoperable. The event occurred during testing.